Event description:
The customer contact reported an adverse event while the device was in use. On an unspecified date and time, the pump was programmed to deliver dilaudid 1mg/ml, in the pca only mode, with a 0.4mg pca dose, a 10 minute patient lockout, and a 4.8mg 4 hour limit. In 2009 between 19:30 and 19:45 during rounds, the nurse found the patient unresponsive and cyanotic. It was reported the patient had a respiratory rate (rr) of 16 breaths per minute, and oxygen (o2) saturation of 48% while on 3l of o2, a heart rate (hr) of 54 beats per minute (bpm), and a blood pressure (bp) of 164/70mmhg. The therapy was stopped and a code was called. At 20:00, the patient was treated with 100% o2 via ambu bag and narcan 0.8mg. At 20:05, the patient's bp was 80/65mmhg, and the patient was treated with narcan 0.4mg. After an unspecified length of time, the customer contact reported the patient was "breathing on her own and she woke up." At this time, the patient was transferred to the intensive care unit. The customer contact indicted that the patient's surgical procedure was postponed; however, the procedure was completed 3 days later. There were no reported adverse patient sequelae. The customer contact reported the nurse reviewed the programming with the physicians order and indicated the programming was reported as correct. The device was removed from clinical service. Though requested, no additional information was provided.

Manufacturer narrative:
The device passed the testing for delivery accuracy. During testing, the device delivered a measured volume of 20.02 ml from an expected delivery of 20ml. Delivery accuracy for this device requires delivery of 20ml +/-1ml (+/-5%). The history was downloaded at the manufacturing facility. A review of the history indicates that in 2009 at 0212, the pump was powered on. Between 0215 and 0217, the pump was programmed to deliver a custom vial, with a 1mg/ml drug concentration, in the pca only mode, with a 0.4mg pca dose, a 10 min patient lockout, a 4.8mg four hour limit, and the door was locked. Between 0230 and 0801, there were 4 patient initiated deliveries, the door was opened, a 0.8mg shift total was cleared and the door was locked. Between 0911 and 1206, there were five 0.4 patient initiated deliveries, 2 unmet demands, the door was opened, a 2mg shift total cleared and the door was locked. Between 1301 and 1603, there were four 0.4mg patient initiated deliveries, the door was opened, a pendant fault alarm occurred, a 1.6mg shift total was cleared and the door was locked. Between 1609 and 1749, 3 pendant fault alarms occurred, and there were two 0.4mg patient initiated deliveries. A date stamp of (the next day) occurred. The device was powered off at 0846. Review of the device history indicates the pump delivered as programmed.